Event description:
An attempt was made to use a 1.5mm diameter x 6mm length sprinter over the wire (otw) balloon dilatation catheter to pre dilate a lesion located in the lad to diagonal described as tortuous and calcified. No abnormalities were noted during preparation and inspection of the device prior to use; however, it was reported that difficulties were experienced by the physician in maneuvering the device and the balloon failed to be inflated. The procedure was completed with a new balloon dilatation catheter. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: other (no root cause of the event can be determined based on info available).